Manufacturer narrative:
Concomitant medical products: product ID : 3487a-33, lot#: j0125526v, implanted: (B)(6) 2002, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator for failed back surgery syndrome. It was reported that the patient¿s stimulator was replaced because of the wire that broke from falling. The patient was on a train that had reached the destination. The patient stood up, but the train moved again and the patient fell back. Everything was replaced. This occurred 12-15 years prior to (B)(6) 2016, around christmas time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.